Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had blisters on their gums, teeth bleeding from cuts caused by the aligners. Contraindicated.